Manufacturer narrative:
(B)(4). The affected device was evaluated against product specifications at the product analysis lab (pal). This device was visually and functionally tested (volumetric, electrical, temperature). The assignable cause for the rite failure due to be deteriorated piston foam and crack door piston. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter tampa bay. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a therapy monitored volume failed performance spec. There was no patient injury or medical intervention in association with this report. No additional information is available.